Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of "device shut off" was not replicated or confirmed. The customer's report of "self-check fault 2001 error" was observed during review of the device data logs.the device was put through extensive testing including stress testing, complete calibration, and exhalation backup autocal valve testing without duplicating the report. The flow screens and smart pneumatic module board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a female patient (age unknown), the device displayed a "compressor fault-2001" error message and then inappropriately shutdown. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.